Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. The unit was evaluated by philips field service engineer. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.